Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter entrapment occurred. The 80% stenosed target lesion was located in a coronary artery. A 2.50 x 20 mm promus element drug-eluting stent was advanced for treatment. However, when the stent and the guide wire was advanced for about 70 cm, the stent and the guide wire twined. Both devices could not be advanced to the lesion part and could not be moved forward and back. The physician withdrew both devices. After removal, the guide wire and the stent were separated. The physician opted to perform the procedure on the next month. No patient complications were reported and the patient's status was stable.